Event description:
Event occurred in united arab emirates. It was reported that the patient experienced infusion set fell off event during use on (B)(6) 2026 leading to falling of cannula. The infusion set was used for one day and site was abdomen.

Manufacturer narrative:
Name medtronic minimed. Street 18000 devonshire street. City northridge. State ca. Zip code 91325. Based on the available information, this event is deemed to be a reportable malfunction. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number. Reporting site: 8021545. Manufacturing site: 3003442380.